Event description:
Patient was in active labor, anesthesiologist attempted to place an epidural catheter. He stated that the catheter "sheared" off leaving a portion in the patient. (Verified by x-ray) he placed a second catheter without problems, however the user end of the catheter split making the catheter shorter but usable. Comment by doctor "this was a difficult epidural due to the weight of the patient and her inability to remain still". A neurology consultation was done. Apparently there is a known risk for this to occur and the catheter tip will not be removed unless it becomes symtomatic. The catheter was not savedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.